Event description:
It was reported that a regular user continues to have problems with the tubing separating from the stopcock assembly. As a result, a new kit was opened and used successfully. The physician feels the tubing is much more stiff and that prior balloons felt much more elastic. There have been delays in treatment with no harm to pts. No pt death, and no complications were reported. Pts received successful declots.

Manufacturer narrative:
(B)(4). Sample will not be returned.